Event description:
Reporter states customer reportedly received result of 260 mg/dl on the compact sys and 135 mg/dl on professional's meter within 10 minutes. No blood glucose symptoms reported. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.